Event description:
Customer reported a sticky residue on the inside of the inserter. The blood glucose reading was 196 mg/dl. She stated that the serter catches the infusion set during set changes. Customer also reported a blood glucose reading of 421 mg/dl. Customer had treated with manual injection. She stated that the drive support cap appeared to be normal and recessed. She found no air in the tubing and no leaks. Customer was advised to run a manual prime and stated that insulin did exit. The cannula was not bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.